Event description:
Found during inspection. The customer reported that the therapy cable for the device has a "broken connector" where it connects into the device. Reporter stated he did not know exactly how it happened.

Manufacturer narrative:
Physio-control supplied part info to customer for repair.